Manufacturer narrative:
(B)(4). Batch # m54v0j. Additional information was requested and the following was obtained: the lot number reported m52p6h is not associated with the ecr60b. What is the lot number for the ecr60b? The batch # for ecr60b are l51n8y, m54n69; ecr60b unk, lot # l51n8y 1; ecr60b unk, lot # m54n69 1; ec60a unk, lot # m54voj, 1. The ec60a device was received for analysis with no visual non-conformances and with two cartridges present. The cartridge reload (b) was received fully fired. The cartridge reload (c) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number reported m52p6h is not associated with the ecr60b. What is the lot number for the ecr60b? The batch # for ecr60b are l51n8y, m54n69.

Event description:
It was reported that during a laparoscopic duodenopancreatectomy, the device could not fire on the first firing with blue cartridge. The indication window showed locked. The surgeon unlocked the device and inserted a blue cartridge, but felt difficult firing the device on the third stroke of this firing. After the surgeon removed the device and found that the staples of the third stroke malformed with irregular shapes. Hand sewing was used to fix. There were no adverse consequences for the patient reported.